Manufacturer narrative:
Alarm 20 was verified. Cartrige alarm 9 issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 200 units of insulin. Customer's blood glucose was 130 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.